Event description:
The physician reports performing cataract surgery with attempted implantation of the (B)(4) intraocular lens using the ez-28 delivery device. Intraoperatively, the physician noticed the trailing haptic was bent. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second intraocular lens of the same model and diopter was implanted successfully. Additional information has been requested. Reference MDR #1119279-2010-00148.

Manufacturer narrative:
(B)(4).